Event description:
The user facility reported that the resectoscope sparked during a procedure, and that there was no patient harm. The user facility noted that two cords were used during the procedure. No further information was provided. Multiple attempts were made by phone and in writing to obtain additional detailed information from the user facility regarding this event, but no response has been received to date.

Manufacturer narrative:
The devices used in this reported event were returned to olympus for evaluation. The two a0393 high frequency cables referenced in this report were evaluated and broken strands of the internal cables were found at the end of the boot connector on both cables. Following, both cables were tested and the user's report of sparking was confirmed. The cause of user's experience was determined to be due to extensive usage and excessive force on the cables. The concomitant devices were tested and met functional standards. This report is being submitted as a medical device report in an abundance of caution.